Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that impedances were checked and were normal as troubleshooting related to the shocking and movement. The rep reported that the patient was reprogrammed on (B)(6) 2017. The rep reported that it was unsure if the shocking and movement had been resolved and would follow up with the healthcare provider (hcp) and patient at post-operative appointment on (B)(6) 2017. The rep reported that the surgery was completed on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient had difficulty recharging due to poor coupling. The patient periodically felt an uncomfortable shocking sensation down her left leg regardless of the implant being on or off. There were no reported environmental or external factors that may have led to the issue. Electrode impedance was checked and was normal and reprogramming did not resolve the issue. Charger coupling was attempted and they could not get more than four bars. It was noted the implant moved around significantly in the battery pocket. The patient was scheduled to see a neurosurgeon on (B)(6) 2017 and the issue was not resolved at the time of the report. It was unknown if surgical intervention was planned. The indication for use was non-malignant pain.